Event description:
The customer reported that while in pt use the ventilator went inoperative and alarmed visually and audibly. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
This follow-up MDR was identified as requiring submission during a two year retrospective review. Failure analysis: avea gde was received for investigation. The gde was installed onto gde test station and was first cycled using default neo-natal settings since no configuration information were provided by the customer. After cycling the gde assembly for 120 hours, reported issue of neither a vent-inop condition nor any flow control valve errors being recorded in the error log, was not duplicated. The gde was then cycled on internal battery until fully depleted and no errors related to the flow control valve were duplicated. All pcb assemblies were visually inspected and no visual anomalies were found. As a precautionary measures both the power driver pcb , fcv and tca pcb will be removed and replaced with new pcbas. Findings/root-cause: could not duplicate the reported issue.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the gas delivery engine to fix the issue. Following the completion of FDA audit on (B)(4) 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.